Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with intermittent capture. The lead was capped and replaced on 16 apr 2021. Post-procedure the patient was stable.